Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 28 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they were exposed to an MRI machine. The customer was advised to keep the pump way from any exposure to device any magnetic fields or MRI machines. The customer's pump failed a displacement test. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.